Event description:
It was reported by the sales rep that during a laparoscopic appendectomy procedure the surgeon was trying to clip the duct and the clip scissored in the jaws. It was not know which firing this was. The surgeon removed the device from the patient and the device was fired outside of the patient. Again, the clip scissored. Another device of the same product code was used to complete the procedure. No patient consequences were reported. No device will be returned.

Manufacturer narrative:
(B)(6). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Event date provided: (B)(6) 2015.